Event description:
It was reported that a guide wire became separated. A 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). It was reported that an unspecified balloon catheter and a micro catheter were unable to cross the lesion. The physician then decided to perform rotational atherectomy. The guide wire was exchanged for this rotawire guide wire, however it was unable to advance any further than the distal side of the mid rca. The physician then performed ablation with a 1.25 and 1.5 rotalink burr for several times. However, the procedure was stopped after performing ablation in the proximal rca when the physician noticed that the burrs did not have smooth movement. The rotawire was then removed and it was noted that the spring tip of the rotawire guide wire had detached and remained in the mid to proximal rca. No attempt was made at retrieval. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval. Summary attached, method code, result code, conclusion code updated. Corrected: mfg site name from (B)(4). Device evaluated by MFR.: the device was received for analysis. It was observed that the returned device was fractured at the most distal part of the body at 325.7 cm approximately from the proximal end. Moreover, the spring tip was not returned. All the outer diameter measurements are within the specifications and measurements were taken with digital micrometer. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode and revealed that the sample presented bending overload in an area which presented wear reduction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire became separated. A 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). It was reported that an unspecified balloon catheter and a micro catheter were unable to cross the lesion. The physician then decided to perform rotational atherectomy. The guide wire was exchanged for this rotawire guide wire, however it was unable to advance any further than the distal side of the mid rca. The physician then performed ablation with a 1.25 and 1.5 rotalink burr for several times. However, the procedure was stopped after performing ablation in the proximal rca when the physician noticed that the burrs did not have smooth movement. The rotawire was then removed and it was noted that the spring tip of the rotawire guide wire had detached and remained in the mid to proximal rca. No attempt was made at retrieval. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was good.